Event description:
It was reported that the patient was seen in the hospital after feeling uncomfortable. It was discovered that the lead had dislodged and become stuck on other tissue. The physician opted to cap and replace the lead.